Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and was admitted on (B)(6) 2017. The customer reported that they had she got a no delivery alarm 3 times today. She mentioned she woke up this morning due to the alarm. She initially changed the set but still got no delivery. Patient's blood glucose at time of incident was 520 mg/dl. Patient's current blood glucose was 452 mg/dl. The customer had vomiting. The customer treated high blood glucose by visiting to emergency room. The customer started throwing up. Cause of hospitalization per doctor was diabetic ketoacidosis. The customer was wearing the pump at time of hospitalization. Based on customer report customer does not allege pump was under delivering. Customer declined to check for the presence of leaks or air bubbles in the tubing and reservoir. The customer reported that the cannula was bent. They did not go through high pressure test as pump was giving no delivery alarm prior to the high blood glucose. High blood glucose troubleshoot determined that the site was the cause of her high. The insulin pump will not be returned for analysis.